Event description:
On (B) (6) 2009, the pt reported that while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. He said 20-30 units of insulin spilled into the chamber but no insulin pooled near the piston rod. During troubleshooting with a company representative, the pt was unable to detach the plunger from the piston rod. He stated, he was at work and did not have extra unfilled cartridges with him. On follow up with the pt on (B) (6) 2009, he stated he was able to detach the plunger from the piston rod and his device is working well. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
Method/results: no product will be returned for eval.